Event description:
It was reported that the impactor pad was fractured during a procedure. No foreign bodies were retained. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of repeated use (gouged/nicked) and the device was found to have a portion fractured off. Review of the device history records identified no deviations or anomalies during manufacturing. The device has a potential field age of over 11 years and exhibit signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.